Event description:
It was reported that during central processing, there was a small hole that had developed on the rubber part at the top of the permanent cautery hook shaft. There was no report of patient harm. However, it was unknown if an instrument fragment from the hole that had formed might have fallen inside a patient during a procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. No further details have been received as of the date of this report.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the there was a small hole on the top part of the shaft. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.